Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05109. It was determined the infection was localized to the ipg pocket site. Reference MFR. Report#: 1627487-2016-05412 (ipg infection).

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2.reference MFR report #1627487-2016-05109. The patient reported the stimulation has never been effective. It was noted during the surgery that the area was infected. The leads were explanted.